Event description:
Rptr attempted a 1 week post treatment follow-up with the pt, left a message. Pt's spouse in return left rptr a message stating that pt was admitted to the hosp for vomiting, diarrhea and abdominal pain.

Event description:
Add'l info rec'd from rptr 10/8/01: pt was discharged to home on 9/23/01 with pain decreased and well controlled with oxycontin 20 mg bid and other symptoms resolved.